Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's pacemaker would not communicate through telemetry. More information was requested, but not yet provided.

Event description:
New information noted that patient presented in clinic. The pacemaker was reprogrammed to resolve rf chip issue. Patient was stable.